Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) stopped compressions" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective clutch as a result of normal wear and tear of the platform. The autopulse platform was manufactured in march, 2014 and is above 5 years old, past the expected service life of five years. No burning smell was observed during the functional testing of the returned platform. Upon visual inspection of the platform, no physical damage was observed. During functional testing of the autopulse platform, after performing few compressions, the clutch plate got stuck on the hexagon shaft. The root cause was due to the defective clutch. The clutch disc appeared worn. The archive data review showed occurrence of multiple user advisory (ua) 17 (max motor on time exceeded during active operation) error message, which also points to the defective clutch. The clutch was replaced to remedy the problem. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) stopped compressions. In addition, the user noticed a burnt smell from the autopulse platform. No patient involvement.